Manufacturer narrative:
Concomitant product ID tm90t0 lot# serial# (B)(6) product type accessory information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 17-mar-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported they were having issues charging their communicator. The patient stated that ¿the cord is very touchy," and they had to "hold it right to a certain spot" and it was "not staying in as well as it used to - if anything bumps it in the night, it will not charge" so they put tape on it. A replacement communicator was requested from the repair department. No patient injury reported.